Event description:
It was reported that the patient heard a critical alarm for low reservoir volume and a critical alarm for due to zero ml reservoir v volume reached. These alarms were confirmed by telemetry. The actual residual volume was 16 ml, but the expected reservoir volume was 0 ml. The volume discrepancy occurred because the pump was not updated at the last refill (B)(6) 2012. Based on flow rate the pump should have infused 24 ml since that refill, so 16 ml remaining in the reservoir was accurate. The healthcare provider (hcp) confirmed that they did not update the reservoir volume at the last refill. There were no patient issues. The device system was used to deli ver baclofen.

Manufacturer narrative:
Concomitant medical products: product ID: 8731sc, lot# serial# (B)(4), implanted: (B)(6) 2009, product type: catheter. Product ID: n EU_unknown_prog, product type: programmer, physician. Product ID: neu_unknown_prog, product type: programmer, physician. (B)(4).